Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain daily") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain") and menopause ("went into menopause at age (B)(6)"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed. At the time of the report, the pelvic pain, weight increased and menopause outcome was unknown. The reporter considered menopause, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain daily") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and premature menopause ("went into menopause at age 34") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed. At the time of the report, the pelvic pain, weight increased and premature menopause outcome was unknown. The reporter considered pelvic pain, premature menopause and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: both devices were in the left hemepelvis,malposition of essure device location of device: both devices were in the left hemepelvis'), pelvic pain ('severe pain daily') and autoimmune disorder ('autoimmune disorder') in a female patient who had essure (batch no. 646510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and progesterone. In 2009, the patient had essure inserted. In 2010, the patient was found to have weight increased ("weight gain") and experienced fatigue ("fatigue"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pigmentation disorder ("dark pigmentation on face"). In 2016, the patient experienced tinnitus ("constant ringing in ears"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and premature menopause ("went into menopause at age 34") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy and hysterectomy with bilateral salpingo-oophorectomyhysterectomy with bilateral salpingo-oophorectomy). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, premature menopause, hormone level abnormal, autoimmune disorder, bladder disorder, urinary tract disorder, tinnitus and pigmentation disorder outcome was unknown and the pelvic pain, weight increased, dysmenorrhoea, dyspareunia and fatigue had resolved. The reporter considered autoimmune disorder, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, pelvic pain, pigmentation disorder, premature menopause, tinnitus, urinary tract disorder and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device current weight 115 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: essure device was successfully occluded; in 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs and mr received. Reporters information updated. Lot no. Added.event:hormonal changes, autoimmune disorder, malposition of essure device location of device: both devices were inthe left hemepelvis, bladder or urinary problems or changes, migration of essure device location of device: both devices were in the left hemepelvis,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain / loss, other injury(ies) or complication please describe: constant ringing in ears, dark pigmentation on face were added. Event: outcome were added. Lab data , concomitant drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: both devices were in the left hemepelvis,malposition of essure device location of device: both devices were in the left hemepelvis'), pelvic pain ('severe pain daily') and autoimmune disorder ('autoimmune disorder') in a female patient who had essure (batch no. 646510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and progesterone. In 2009, the patient had essure inserted. In 2010, the patient was found to have weight increased ("weight gain") and experienced fatigue ("fatigue"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pigmentation disorder ("dark pigmentation on face"). In 2016, the patient experienced tinnitus ("constant ringing in ears"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and premature menopause ("went into menopause at age 34") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy and hysterectomy with bilateral salpingo-oophorectomyhysterectomy with bilateral salpingo-oophorectomy). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, premature menopause, hormone level abnormal, autoimmune disorder, bladder disorder, urinary tract disorder, tinnitus and pigmentation disorder outcome was unknown and the pelvic pain, weight increased, dysmenorrhoea, dyspareunia and fatigue had resolved. The reporter considered autoimmune disorder, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, pelvic pain, pigmentation disorder, premature menopause, tinnitus, urinary tract disorder and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 115 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: essure device was successfully occluded; in 2009: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.